Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Physician reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 30 mg/dl. Caller stated that the customer and family do not fully understand how the insulin pump works and they needed assistance. Caller stated that the customer has been to emergency room twice due to low blood glucose. Nothing further was reported.